Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that zero tip basket was used in a ureteroscopy procedure performed in the ureter on (B)(6) 2017. According to the complainant, during the procedure, when the basket was pulled out of the patient, it was discovered that the basket had detached inside of the patient. The detached basket was removed from the patient. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. The patients ¿condition at the conclusion of the procedure was reported to be fine.